Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 26mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During procedure, the valve had increased push force through the 14 fr esheath which resulted in one of the struts being deformed and protruding. The insertion angle of the delivery system (ds) into the esheath was not excessively steep. The resistance was felt at the narrow portion past the loader. When advanced, the strut protruded through the esheath seam causing the valve and commander delivery system to exit the lateral wall of the esheath. The valve and ds exited the sheath about midway but the top portion of the sheath was not split, so the valve became stuck at the portion where the seam was intact. This occurred all in the descending aorta. Team was unable to advance or retract the valve due to the constraints of the esheath tip and the protruding strut. Team was able to advance a wire retrograde into the esheath tip from the r radial artery and advance a 6mm mustang balloon over the wire. The balloon was inflated in the tip of the esheath to expand it and, then, were able to advance the ds and valve. The valve was deployed successfully but caused a focal aortic dissection just superior to the annulus on the right curvature. Once the valve was deployed, team was able to retrieve the ds back into the sheath without difficulty. System was removed with an occlusion balloon in place and the patient had good flow, iliac and femorals intact and no vascular issues. The aortic dissection did not appear to be progressing and the patient was stable throughout. After the focal aortic dissection protamine was administered. Patient is stable and no change was noted after follow-up CT. The perceived root cause is the excessive push force caused the valve strut protruding and split esheath. As per medical opinion, the resistance was possible due to smaller vessel size.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Imagery was provided by the site and revealed the following: patient's access vessel had present of calcification, tortuosity and undersized vessels. Minimum luminal diameter 5.5mm required for 14fsheath per IFU. One (1) strut bent outward at the inflow side. The complaint of frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during procedure, the valve had increased push force through the 14 fr esheath, which resulted in one of the struts being deformed and protruding. Insertion angle was not excessively steep. The resistance was felt at the narrow portion past the loader. When advanced, the strut protruded through the esheath seam causing the valve and commander delivery system to exit the lateral wall of the esheath. The valve and ds exited the sheath about midway but the top portion of the sheath was not split, so the valve became stuck at the portion where the seam was intact' and 'the perceived root cause is the excessive push force caused the valve strut protruding and split esheath. As per medical opinion, the resistance was possible due to smaller vessel size'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, per 3mensio, the patient's access vessel had presence of calcification, tortuosity and undersized vessels. The presence of calcification, tortuosity and undersized vessel can create challenging pathway during delivery system advancement, leading to resistance. It is possible that the valve strut caught on the sheath during the delivery system advancement. In such condition, attempts to manipulate the device to overcome the high push force/resistance can damage the valve and bent the struts. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force, excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.